Manufacturer narrative:
Device evaluated by MFR.: gladiator elite 10.0 x80, 75cm was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit, positive pressure was applied and liquid was observed to be leaking from a balloon pinhole located approximately 30mm distally of the proximal marker band. An examination of the balloon material and proximal marker band identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination of the marker bands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination found no issues with the device shaft. A visual and tactile examination identified no damage to the tip which may have potentially contributed to the complaint incident. No issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a fistula. Two gladiator elite balloon catheters, a 12.0x40, 75cm and a 10.0x80, 75cm, were used consecutively for dilatation. However, during inflation, the balloons ruptured. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a fistula. Two gladiator elite balloon catheters, a 12.0x40, 75cm and a 10.0x80, 75cm, were used consecutively for dilatation. However, during inflation, the balloons ruptured. No patient complications were reported.